Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. Upon opening the scrotum, the device was empty. The source of the fluid loss was not known. There were no patient complications related to the device.